Manufacturer narrative:
The surgeon reported there were no malfunctions of da vinci products. No devices will be returned for analysis. Review of the intraoperative system logs for the duration of this procedure show the system functioned normally and there were no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or issues were observed. The following instruments were used during the procedure: 30 deg endoscope, monopolar curved scissors, vessel sealer extend (vse), and small grasping retractor. A site history review found no complaints have been received for the instruments used during or subsequent to this procedure. Review of the vessel sealer extend (vse) logs show the instrument was installed 4 times; the instrument had 57 cut complete events, 15 coag events, and 76 seal events with no errors. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that he patient in this report died following an attempted resection of the sigmoid colon. However, the tumor distorted the anatomy and significant bleeding occurred during the attempted resection. Although there is no allegation against any intuitive surgical product or instrument, the cause of the bleeding is not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da-vinci assisted sigmoid colectomy procedure, severe bleeding occurred during tumor dissection. The patient ultimately expired on an unspecified day later. The physician reported that the bleeding started during target dissection of unclear anatomy in the tumor section on the upper rectum. The procedure was converted to open and the patient¿s further perioperative course was reported to be uncomplicated. The estimated blood loss was not provided; no blood transfusions were administered. The bleeding was later presumed to involve a mesenteric vessel near the rectum, with an initial suspicion of injury to the left pelvic axis. On an unspecified post-operative date, the patient expired from complications including abdominal distension and unspecified aspiration. The surgeon reported that the vessel sealer extend instrument used during the dissection functioned flawlessly and was used correctly; there were no malfunctions and all devices responded as intended. The surgeon stated that acute events can occur in the context of extensive oncological operations and declined to provide any additional information regarding the post-operative course due to patient data protection. No additional information was provided.